Manufacturer narrative:
(B)(4).

Event description:
(B)(4) - the dentist reported that 4 years and 4 months after the dental implant was installed in intraoral region #21, it was verified its loss of osseointegration. The 45 ncm of primary stability was achieved. The patient presented bone type I.